Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 due to the corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement due to the critical pump error. No moisture damage was found on the keypad assembly. However moisture damage was found on the motor and the force sensor during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 6.3 mmol/l. Troubleshooting was initiated for the critical pump error. The insulin pump belt clip broke yesterday and the device dropped. No other alarms preceded the critical pump error. The insulin pump will be returned for analysis.